Event description:
It was reported that the bd connecta¿ stopcock's are leaking at the connection. The following was received by the initial reporter: I requested the samples of the 394600 from the (B)(6) hospital. They still explicitly state that the leakage is thus at the connection with the bd push button blue butterfly needles, (B)(4). It is at that connection that they leak.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to corrections:

Event description:
It was reported that the bd connecta¿ stopcock's are leaking at the connection. The following was received by the initial reporter: I requested the samples of the 394600 from the ysselland hospital. They still explicitly state that the leakage is thus at the connection with the bd push button blue butterfly needles, ref (B)(4). It is at that connection that they leak.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-aug-2023. H6: investigation summary: our quality engineer inspected the 26 samples submitted for evaluation. The reported issue of leakage - leak from damaged component was not confirmed upon inspection and testing of the samples. The physical samples were observed to have no visible damages or defects. The samples also underwent leakage testing, and no signs of leakage were observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported that the bd connecta¿ stopcock's are leaking at the connection. The following was recieved by the initial reporter: I requested the samples of the 394600 from the (B)(6) hospital. They still explicitly state that the leakage is thus at the connection with the bd push button blue butterfly needles, ref (B)(4).. It is at that connection that they leak.

Manufacturer narrative:
The following fields have been updated due to corrections: h.6. Imdrf annex b grid: b05, b14, b22.

Event description:
It was reported that the bd connecta¿ stopcock's are leaking at the connection. The following was recieved by the initial reporter: I requested the samples of the 394600 from the (B)(6) hospital. They still explicitly state that the leakage is thus at the connection with the bd push button blue butterfly needles, ref (B)(4). It is at that connection that they leak.